Manufacturer narrative:
(B)(4). Title a pilot prospective randomized, controlled trial comparing ligasure¿ tissue fusion technology with the forcetriad¿ energy platform to the electrosurgical pencil on rates of atrial fibrillation after pulmonary lobectomy and mediastinal lymphadenectomy source european journal of cardio-thoracic surgery, 2014 (1-6) date of publication: 10 september 2014. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed between january 2011 and july 2013, patients underwent lung resection for tumors with either ligasure (ls) or standard treatment of electrosurgical pencil (st). One patient in the ls group died (0.84%), 33 days after left upper lobectomy.